Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the rubber stopper on the injection port dislodged allowing fluid to leak with this secondary medication set. The customer was attempting to inject medication through the proximal port using a bd cannula. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The customer returned one actual sample of product code (B)(4), with lot number st10c088 for evaluation. The reported condition of an inverted septum was confirmed. The root cause was determined to be to related to the raw material. The supplier has been notified. A trend review over the past 24 months revealed no similar reports have been received for product code (B)(4). The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. Baxter will continue to monitor similar reports to determine if further action is required. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4).